Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested, but the hcp declines to respond. Was there a surgical delay in relation to the reported event? If yes, how many minutes was the delay? Was other medical intervention required? If yes, please specify details. Did any complications/unintended event happen during the surgery? If yes, please provide patient status/ outcome (please describe if any patient harm occurred and what is the patient¿s condition post-surgery). Were the broken fragments retained in the patient? (Yes or no): if yes, did it involve additional intervention to remove retained fragments? (Yes or no): this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, defect of circular stapler not able to fire. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2022 d4: batch # 615a32 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage, with anvil missing. The breakaway washer was not received and there were staples present. When test battery was installed, green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful. When shrouds were removed, the motor connector was observed disconnected from the pcba. The motor connector was pushed until fully seated after which the device fired into a test skin with no issue. Product experience was due to an unplugged motor connector. No conclusion could be reached on what caused the misassembled device noted during the visual inspection. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.